Event description:
Reporting status: serious injury/requiring intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via trial that in 2008, the patient underwent direct stenting of the mid lad, proximal lad, 1st obtuse marginal and proximal circumflex with four xience v stents. In 2009, during a physician visit, the patient reported experiencing episodes of chest discomfort associated with increased use of nitroglycerin. The patient was admitted to the hospital the following day and underwent diagnostic coronary angiography revealing 70% in-stent restenosis within the mid lad and underwent percutaneous coronary intervention as treatment. The patient was discharged from the hospital the following day. No additional event or patient information is available.